Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted implant due to unknown product performance issue. This device was never in service. No additional adverse patient effects were reported. Additional information indicates it was attempted due to left ventricular (lv) header would not accept lead and battery replacement elective replacement time (ert).

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted implant due to unknown product performance issue. This device was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted implant due to unknown product performance issue. This device was never in service. No additional adverse patient effects were reported. Additional information indicates it was attempted due to left ventricular (lv) header would not accept lead and battery replacement elective replacement time (ert).